Event description:
The user facility reported that they received positive biological indicator (bi) results from the self-contained bi included in vpro sterilizer loads. The instruments present in the cycle were used in patient procedures; no injuries have been reported.

Manufacturer narrative:
A steris service technician inspected the v-pro sterilizer and found it was operating properly; no issues noted. A steris clinician went on-site to observe their bi handling practices and noted that user facility personnel were not using the correct bi activator or chemical indicators (ci) validated for use with the v-pro. The clinician reviewed proper handling practices and the importance of using validated activators and chemical indicators. The customer has since obtained the correct activator and has ordered the correct ci; no further issues have been reported. The scbi device history record was reviewed and no anomalies were noted. Retain testing was also completed which evidenced passing results; no issues noted.

Manufacturer narrative:
This event is under investigation; a follow up report will be submitted once additional information becomes available.